Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause was not known. Reportedly, customer lost consciousness. Emergency medical technicians were called to assist and provided an ¿IV¿. A pump log review was performed and the pump is functioning as intended. Technical support advised the customer to consult a healthcare provider to discuss factors affecting blood glucose levels.